Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-23. H6: investigation summary. Samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and one non-conformance was raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that a syringe 0.5ml 8mm 90 bx 450 mo separated from the hub before use. The following was reported by the initial reporter: "it was reported that the needle hub separated when removing the shield and the shields are difficult to remove. Verbatim: consumer stated, needle hub separated when removing shield stated, shields are difficult to remove."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.5ml 8mm 90 bx 450 mo separated from the hub before use. The following was reported by the initial reporter: "it was reported that the needle hub separated when removing the shield and the shields are difficult to remove. Verbatim: consumer stated, needle hub separated when removing shield stated, shields are difficult to remove."